Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hemorrhoids trapping procedure, while closing the forceps in order to staple the hemorrhagic package, the stapler did not close and the anvil could not be tilted after firing, the surgeon had to use another hemorrhoid forceps to complete the case. There was no patient injury.